Event description:
My resmed s8 flow generator began making noises and emitting foul odors during the night. I switched the unit off and attempted to sleep without the aid of the anea-preventing CPAP unit. In 2008, I contacted lincare, where I purchased the device, and after several hours was informed that the unit was under recall. I was never contacted by resmed or lincare about the recall or the danger of thermal damage or fire. Dates of use: 2006 - 2008. Diagnosis or reason for use: sleep apnea.